Event description:
Complainant indicated that during biomed testing the device displayed a "cannot charge" message. Complainant indicated that there was no patient involvement in the reported malfunction.